Event description:
It was reported that a patient underwent a gynecological procedure on an unknown date. During the procedure, the unit would sputter and not drive the disposable hand piece well. The case was successfully completed with the same unit with no adverse patient consequences.

Manufacturer narrative:
Insufficient drive of disposable - the product upon which this medwatch is based has been received, however, the product evaluation is not yet complete. Any further information derived from the evaluation will be submitted in a supplemental 3500a form. In addition, a review of the batch manufacturing records was conducted and the device met all finished goods release criteria.